Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have failed intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. Additional observation that is related to customer reported complaint: the instrument was found to have a cracked clamping pulley at the proximal end. As a result, the pitch cable became loose which caused the instrument to become non-intuitive. Improper cleaning during reprocessing most commonly causes this failure. The complaint regarding the prograsp forceps did not move intuitively was confirmed and replicated by failure analysis. Additional observation not reported by the site: the instrument was found to have a frayed pitch cable at the distal end.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was not intuitive. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.